Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no activity related to pi observed in black box or alarm history. The pump powers on properly with no alarms. During duration testing pump gave a call service 088 alarm. Moisture observed in display. Pump case is cracked near top right corner of display. Leak test verifies leak at crack in case. Pump opened and moisture damage found on pcb. Display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).